Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement, which may have occurred during the insertion of a chest tube to treat perforation caused by another lead. The physician chose to explant the lead rather than attempt a reposition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received